Event description:
Pt. Coded in his bedroom - code was called without incident. During code the sklar suction machine did not function per expectations. The suction did not register 5 when turned or, nor did it maintain appropriate pressure. This incident did not have an adverse effect on the patient as another suction machine was not utilized; however, upon investigation the machine was removed permenatly & a newer machine placed on the floor. The sklar was purchased 1968 and it outlived its expectancy for springfield hosptial. The mfg is no longer - business & report is being submitted to FDA as there was the potential for death, serious injury, or servious illness.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: end of life - expected, expected wear/deterioration. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.